Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the device button of a 6f exoseal vascular closure device (vcd) could not be depressed. There was no reported patient injury. The device is being returned for evaluation.

Event description:
As reported, the device button of a 6f exoseal vascular closure device (vcd) could not be depressed. Hemostasis was achieved via manual compression. There was no reported patient injury. The exoseal vcd was used in an interventional procedure. The procedure used an antegrade approach. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. A non-cordis sheath was used. The device was stored and prepped per the instructions for use (IFU). Regarding the femoral puncture site: the femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer; the vessel diameter was verified to be greater than or equal to 5mm; the puncture site had moderate calcium/plaque; there was moderate access vessel tortuosity; there was no stent near the puncture site; there was no stenosis greater than 50% at or near the puncture site; the target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure; and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. They were also retracted together until the indicator window changed to solid black color. When depression of the button was attempted, the button would only depress partially. At this time, the indicator window was showing solid black. The indicator window did not show any red color during retraction. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the device button of a 6f exoseal vascular closure device (vcd) could not be depressed. Hemostasis was achieved via manual compression. There was no reported patient injury. The exoseal vcd was used in an interventional procedure. The procedure used an antegrade approach. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. A non-cordis sheath was used. The device was stored and prepped per the instructions for use (IFU). Regarding the femoral puncture site: the femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer; the vessel diameter was verified to be greater than or equal to 5mm; the puncture site had moderate calcium/plaque; there was moderate access vessel tortuosity; there was no stent near the puncture site; there was no stenosis greater than 50% at or near the puncture site; the target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure; and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. They were also retracted together until the indicator window changed to solid black color. When depression of the button was attempted, the button would only depress partially. At this time, the indicator window was showing solid black. The indicator window did not show any red color during retraction. One non-sterile exoseal vascular closure device, size 6f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received in a depressed position, while the guard was locked. The plug was not returned for this evaluation, and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was in the black/white and red position. No additional anomalies were observed during this visual analysis. The functional deployment simulation evaluation could not be performed, as the unit was received in a deployed state. A high-magnification evaluation was conducted on the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device. The device was received fully deployed with no anomalies. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer as it was received with the lever fully depressed. In addition, it was reported that an antegrade approach was used. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. . The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. Vessel calcification and tortuosity were also reported. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.